Event description:
The accounts nurse stated that the head section would not function so CPR was used to lower the head section. The pt was repositioned and the nurses manually raised the head section by again using the CPR handle and lifting up on the head section. The nurses alleged injury because they pulled up on the head section. The nurses were off one day of work.

Manufacturer narrative:
The tech isolated the issue to the motor control circuit board. Repairs have not been completed.